Event description:
It was reported thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was discharged on direct oral anticoagulant (doac) and aspirin. On (B)(6) 2022, the patient was reported as having a stroke, losing consciousness and falling. The patient was taken emergently to the hospital where neurologists were able to remove an embolic thrombus that had caused the stroke. When suffering the stroke, the patient did fall and break their ankle, which required surgery to repair. On (B)(6) 2022 the patient had a transesophageal echo (tee) to assess the watchman device. The tee showed no aortic plaque, a small residual transseptal hole from the watchman procedure, mild mitral regurgitation and mild aortic regurgitation, which was also present prior to the stroke. The watchman device was well positioned at the ostium of the left atrial appendage. There was no peri device leak. There appeared to be two strands of mobile thrombus that were attached to the watchman device and extending into the left atrium. There was also a small layered thrombus on the limbus side of the device. The doctor who performed the tee on (B)(6) 2022 planned to follow up with the implanting physician to discuss the best course of action. At time of the tee on (B)(6) 2022, the patient had no obvious paralysis or mental deficiency from the stroke. The patient told the physician that they had not been taking the doac since the watchman implant. The physicians suggested a short course of heparin, followed by a repeat tee and then resumption of a doac until the thrombus cleared. Due to the size of the thrombus and their mobility, both doctors thought regular imaging would be necessary and possible aspiration of the thrombus with cerebral protection in place. On (B)(6) 2022, a thrombectomy procedure was performed. Physicians crossed through the existing watchman transseptal puncture. They dilated with a 12mm balloon and then percutaneously aspirated the clot with a vacuum-based device. They were able to aspirate the majority of the thrombus on the watchman device. A small amount remained on the device. The physicians expect this small amount to be cleared with full dose xarelto. They plan to re-image by tee in three months. The patient is expected to make a full recovery.

Event description:
It was reported thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was discharged on direct oral anticoagulant (doac) and aspirin. On (B)(6) 2022, the patient was reported as having a stroke, losing consciousness and falling. The patient was taken emergently to the hospital where neurologists were able to remove an embolic thrombus that had caused the stroke. When suffering the stroke, the patient did fall and break their ankle, which required surgery to repair. On (B)(6) 2022 the patient had a transesophageal echo (tee) to assess the watchman device. The tee showed no aortic plaque, a small residual transseptal hole from the watchman procedure, mild mitral regurgitation and mild aortic regurgitation, which was also present prior to the stroke. The watchman device was well positioned at the ostium of the left atrial appendage. There was no peri device leak. There appeared to be two strands of mobile thrombus that were attached to the watchman device and extending into the left atrium. There was also a small layered thrombus on the limbus side of the device. The doctor who performed the tee on (B)(6)2022 planned to follow up with the implanting physician to discuss the best course of action. At time of the tee on (B)(6) 2022, the patient had no obvious paralysis or mental deficiency from the stroke. The patient told the physician that they had not been taking the doac since the watchman implant. The physicians suggested a short course of heparin, followed by a repeat tee and then resumption of a doac until the thrombus cleared. Due to the size of the thrombus and their mobility, both doctors thought regular imaging would be necessary and possible aspiration of the thrombus with cerebral protection in place. On (B)(6) 2022, a thrombectomy procedure was performed. Physicians crossed through the existing watchman transseptal puncture. They dilated with a 12mm balloon and then percutaneously aspirated the clot with a vacuum-based device. They were able to aspirate the majority of the thrombus on the watchman device. A small amount remained on the device. The physicians expect this small amount to be cleared with full dose xarelto. They plan to re-image by tee in three months. The patient is expected to make a full recovery.

Manufacturer narrative:
H6: patient codes: removed fall, e2007 and limb fracture e160302. H6: impact codes: removed additional surgery, f1901.